Event description:
It was reported that the patients ipg was protruding and was causing pain. The patient was also having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.